Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
Additional information: (patient code).

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. Investigation was unable to repeat customer's reported problem regarding the "double beep no cassette" issue. During investigation, visually inspected the pump's event history logs and found "high pressure" alarm messages. According to the investigation fluid ingressions were found on the pump which was the cause of the reported problem. Investigation recommend the pump downstream stream and upstream occlusion sensors to be replaced. The investigation confirmed that was user interface contribute to the reported problem.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.